Event description:
It was reported that during an attempted implant, the setscrew was unable to be unscrewed. The device was removed and a new device implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a damaged grommet and a loose/detached set screw. (B)(4).